Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a large hem-o-lok clip applier instrument will not close completely. The user completed the procedure with no further issue reported. No fragment fell inside the patient. The instrument was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.49 mm. The grips were not found to be cracked. Clipping test could not be tested. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.